Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # 311c60. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with both gripping surfaces broken off making the reload nonfunctional and it was not returned analysis. In addition, an opened package was received along with the reload. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The lot#359c65 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. A manufacturing record evaluation was performed for the finished device batch number 311c60, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the nurse assembled sr75 and ntlc75 for surgeon. When surgeon was ready to insert the ntlc75 into colon, he found there's fragment at the posterior part of sr75 cartridge. He was shocked and decided to disposed the sr75 and changed to another new sr75. There were fragments generated but it is unknown if they were removed easily without additional intervention. There were no patient consequences.